Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found a broken sensor. The broken part was missing.

Event description:
The customer called in to report that the after removing the sensor the cannula was missing. The customer's blood glucose level was unknown, but was reported as being within normal range. The customer requested a replacement sensor and was asked to return the sensor with the missing cannula back for analysis.